Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6)2016. Patient described the reaction as having left a red circle where the sensor pod was. On (B)(6) 2016 patient contacted her diabetes doctor who suggested the patient treat the area with over-the-counter hydrocortisone cream she had available. No additional event or patient information was provided.